Event description:
It was reported the patient's ipg is inoperable. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode. The patient did not undergo an unrelated surgery where electro-cautery may have been used. The ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.